Manufacturer narrative:
Device evaluated by MFR. The returned device matches the upn number provided by the customer. The electrode 6 had shifted distally exposing approximately the bottom 1/4th of the silver epoxy/insulation ring indent. Tip motion was evaluated against the josephson curve template; the tip was curving in the expected direction however was misshaped. X-rays did not reveal any obvious anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
Reportable based on analysis completed on 12 jul 2019. It was reported that a viking catheter had its curvature reversed. The procedure was completed via a alternate method with no patient complications. However, analysis of the returned device revealed exposed silver epoxy.